Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint that the safety sheath did not cover the needle bevel was confirmed and appears to be supplier related. A single photograph of a safestep safety infusion set was returned for evaluation. The tip protector packaging sheath, which is found over the needle, was too short to fully cover the needle sharp. The distal beveled tip of the needle was seen protruding from the sheath. Bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
Customer reported that the safety sheath is not projecting far enough over the needle bevel. Customer is concerned about safety risk to all those that handle and an infection risk as the packaging could be punctured without the rn knowing the sterility is compromised.

Event description:
Customer reported that the safety sheath is not projecting far enough over the needle bevel . Customer is concerned about safety risk to all those that handle and an infection risk as the packaging could be punctured without the rn knowing the sterility is compromised.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.